Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the mfg site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was poor cutting of the probe during a vitreoretinal procedure. It is unk if there was aspiration of the probe at the time of the event. The product was replaced and the procedure was completed without harm to the pt. A product sample has been requested for evaluation.